Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient had contacted their doctor about the issue. The cause of the por was unknown. Steps planned to resolve the issue was seeing a manufacturing rep and the issue was not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that last week, when trying to turn stimulation on, their programmer showed the picture of the doctor  asked pt what the code was along with the picture of the doctor. Pt said they did not know. Asked pt to use their programmer during the call to check. After getting poor communication, when trying tosynch with the programmer, recommended pt change the batteries. When pt removed the batteries pt reported one of the batteries was very hot. Pt changed the batteries, synched again, was successful to connect and reported the picture of the doctor with the code: por. Pt reported the new set of batteries did not feel hot. Reviewed por meaning, redirected to the hcp. Offered and sent email to the reps in the patient's area. Sent email to reps. Redirected to hcp. Patient stated that after going to the ER pt also noticed they were up peeing like 4-5 times per night, the stimulator was not even working.  No further complications were reported/anticipated at this time.